Event description:
It was reported that the epiq cvx ultrasound system displayed an error code during a tee (transesophageal echocardiogram) examination on a stroke patient. The issue remained after the system was restarted twice. The procedure was able to be completed after an exchange of the ultrasound system. The patient ultimately expired; however, there is currently no evidence to suggest the patient expired as a result of the device malfunction and additional information is being obtained. A philips service engineer replaced the system¿s acquisition module to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow up report will be submitted.